Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned. However, procedural media was received and reviewed by the medical safety. The angiographic media provided are consistent with the stent damage complaint. The stent damage was caused by interaction with the guiding catheter during removal of the stent delivery system. The angiographic and intravascular ultrasound images are not consistent with stent fracture. The stent deformation was managed with additional balloon dilation.

Event description:
It was reported that stent damage occurred post deployment. The target lesion was located in the moderately calcified ostial left main artery. Following preparation with a 3.0x10mm wolverine cutting balloon which was inflated to 8atm. This 12 x 3.50 promus elite drug-eluting stent was advanced and deployed at 12 atm for 10 seconds followed by reinflation at 16atm for 10 seconds. A 3.75x8mm balloon catheter was inflated at 12 atm for 10 seconds. However, it was noted that the stent looked like fractured. The procedure was completed with this device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred post deployment. The target lesion was located in the moderately calcified ostial left main artery. Following preparation with a 3.0x10mm wolverine cutting balloon which was inflated to 8atm. This 12 x 3.50 promus elite drug-eluting stent was advanced and deployed at 12 atm for 10 seconds followed by reinflation at 16atm for 10 seconds. A 3.75x8mm balloon catheter was inflated at 12 atm for 10 seconds. However, it was noted that the stent looked like fractured. The procedure was completed with this device. There were no patient complications reported and the patient status was stable.